Manufacturer narrative:
The reported event was confirmed as use related as the event stated that the customer used wipes to clean the skin prior to applying the wicks. Sample was not available for evaluation. The root cause identified is user forgets or is unaware of need to complete applicable care. A DHR review is not required as the event is use related. The instructions for use were found adequate and state the following: placement of purewicktm male external catheter. 3. Trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. 4. Position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peel off and press the device against the skin below the base of the penis. Remove the top adhesive peel off and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated having leak while using the purewick male external catheter. The representative gave tips. Per follow up via phone on 18dec2024, it was reported that customer was inquiring about whether to use wipes to clean the skin prior to applying the wicks. The caregiver stated that the customer was told to do so by the hospital staff and not to do so by the troubleshooting team, also they believed this was the cause of the wicks leaking sometimes because of the misinformation that they received. The caregiver also mentioned that the patient visited the hospital due redness in their private area and was prescribed a topical cream for treatment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated having leak while using the purewick male external catheter. The representative gave tips. Per follow up via phone on (B)(6) 2024, it was reported that customer was inquiring about whether to use wipes to clean the skin prior to applying the wicks. The caregiver stated that the customer was told to do so by the hospital staff and not to do so by the troubleshooting team, also they believed this was the cause of the wicks leaking sometimes because of the misinformation that they received. The caregiver also mentioned that the patient visited the hospital due redness in their private area and was prescribed a topical cream for treatment.